Event description:
It was reported that pump restarted unexpectedly for no apparent reason, and no further details about circumstances of event were provided. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by customer or technical support, and device was not returned.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.